Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 7 years and 5 months. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that after over 7 years of support, the patient was admitted to the hospital due to low flow alarms. On the system monitor, low flow alarms were seen as well as pump stoppages. The patient was asymptomatic. The pump was subsequently exchanged on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The report of a potentially compromised percutaneous lead was confirmed based on the evaluation of the returned pump. The pump was returned with the percutaneous lead cut less than 1 inch from the pump housing and the severed portion of lead was not returned. Electrical continuity testing of the pump end portion of percutaneous lead did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed a breach in the insulation of yellow wire adjacent to the pump housing. The conductors of the yellow wire were exposed. The insulation breach of the yellow wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breach in the wire insulation of the yellow wire could have resulted in a pump stoppage if the exposed conductors contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module. The heartmate ii left ventricular assist system patient handbook contains a section on "caring for the percutaneous lead." However, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The heartmate ii instructions for use outlines indications of percutaneous lead damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.